Event description:
It was reported that a patient was undergoing a laparoscopic supracervical hysterectomy on (B)(6) 2012. A total laparoscopic hysterectomy could not be done because of ureter abutting uterosacral ligament. The motor drive unit was the surgeon tried to handpieces, but they would not morcellate. Another motor drive unit was used. Additional information was requested.

Manufacturer narrative:
(B)(4) - insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-03780 and 2210968-2012-03781. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional information: it was reported that during the procedure, the surgeon needed to perform morcellation with a knife and needed to enlarge the incision. (B)(4).